Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins). Patient reported that the ins does not seem to be holding a charge for very long. The patient explained that she previously charged every 1 ½ to 2 days, but now the ins battery charge is only lasting a day and a half. The patient states that she charges to almost full (no issue alleged with the ext. Charging equipment). She has not charged groups and has not increased stimulation. The patient was redirected to their healthcare provider (hcp). Physician listings were sent. No patient symptoms were reported. No further complications were reported/anticipated.